Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the lead into the atrial header of the pulse generator. The lead was secured with the use of silicone oil. The device was implanted.

Manufacturer narrative:
(B)(4).